Manufacturer narrative:
(B)(4). It was reported that the membrane switch was replaced which reolved the reported issue .the ventilator was then returned to service.

Event description:
It was reported that the ventilator alarm/silence light was not working. There was no patient involvement. There is no report of serious injury or death associated with this event.